Manufacturer narrative:
(B)(4). D10: cat# 32902605000 lot# 62499600 femoral head 28 mm diameter medium 7 mm neck length cat# 00620005620 lot# 13280600 shell porous with holes 56 mm o.d. G2: foreign ¿ japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately twenty-four years post-implantation, the patient underwent a revision due to suspected liner wear and loose cup after reviewing radiographs. During the surgery, the liner was found worn and was exchanged. The cup was found not loose and was retained. The head was exchanged to change the length and material. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.